Event description:
Approximately two weeks later, it was reported that the patient had met with a manufacturer¿s representative for reprogramming . The patient felt like she had ¿burning near the vagina¿ and felt like ¿she was wearing a tight pair of underwear that she could not wait to get off¿. The patient was assisted in using the programmer and it was working. It was noted that the patient liked her implant. The patient¿s left foot reportedly got swollen ¿like a balloon¿ the friday prior to the report. The patient saw her healthcare provider to have it looked at. Since the patient ¿wore elastic stockings, kept her foot up and drank plenty of water¿, the swelling in the foot had gone.

Event description:
It was reported that the patient wanted to know if getting up 4x a night was normal. The patient wanted to turn up stim. It was verified stim was on. The patient was currently on program 4 at 0.3 - turned up to 0.4 and the patient wanted to track her symptoms at this amplitude. It was also reported that the patient had gotten up 7 times last night and she was very tired today and wanted to adjust the stim. The patient was on program 4 at 0.4 - at 0.5 was too high. The patient was currently on program 1 and was currently 1.3 and was comfortable. The patient planned to leave here for a few days and track her symptoms. It was also reported that the patient saw their doctor this morning ((B)(6) 2013). The patient was still going to the bathroom 4 times a night. The patient was having good results after changing programs. But now the patient was having problems again and she noted "when it zaps you it hurts". When the patient was sitting in a chair she didn't have problems, but when she lay flat, that is when the symptoms were present. The patient was originally on program 4, and then moved to program 1 and was at 1.1v. Patient was on program 1 at 1.1v then moved to program 2 at 1.0v and felt stimulation. They planned to try this setting and then try program 3 if there was no relief. (The only program the patient had tried was program 3). The patient had another appointment in (B)(6). It was also reported that the patient had an increase in symptoms of urinating when she lay down. It happened 4 times in the evening. Tuesday evening at 4:30 am she had left pelvic area pain. It was "in between legs" and her vaginal area was twitching. The patient has a back problem and had to take a pain pill which helped. Today, the patient did not have the left pelvic pain but had some twitching in the vaginal area. The patient was assisted in bringing the device down from 0.9 to 0.7. She was on program 2. That was comfortable to her. Other history was provided; it was noted that: the patient had tumor on right side prior to device - removed last year. The patient also had an operation on her back and had metal in her back and had a hysterectomy. It was also reported that the patient had been having trouble since (B)(6). The patient was doing great until the " flutter" ( (B)(6) 2013). It was also reported that the patient had called previously because she was feeling a fluttering feeling so they helped her turn it down. The patient now does not feel fluttering. Now the patient was going to the bathroom. It was reviewed that fluttering is a normal feeling but should not be painful. The patient noted it was not painful. The patient thought she was on program 2 at 0.7. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va080t8, implanted: (B)(6) 2013, product type: lead. (B)(4).